Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain and discomfort which affect ability to walk, sleep and move; and elevated metal levels in blood after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The report states: patient was revised to address acetabular spin out. It was reported that the patient fell after surgery resulting in cup spin-out. Doi: unk - dor: (B)(6) 2011 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular spin out. It was reported that the patient fell after surgery resulting in cup spin-out. Medwatch report received from user facility states: a recalled depuy hip implant was removed from the patient during revision total hip arthroplasty. Preoperative diagnosis was a failed right hip arthroplasty secondary to acetabular component loosening. The initial implantation surgery was 3-4 years ago. The patient suffered a fall in the early post-operative period after initial surgery and the patient did well in spite of that. Patient had left knee replacement 1 year ago and had an incidental x-ray of their right hip. The x-ray revealed loosening of the acetabular component which was flipped. Her component was a depuy asr shell and was found to have significantly elevated cobalt and chromium levels despite being completely asymptomatic. She presented to (B)(6) for revision of her acetabular component.